Event description:
It was reported that device longevity estimate decreased drastically 5 months after the implant due to high current drain. Premature battery depletion was suspected. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.